Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. One kink was detected on the inner lumen within the membrane located 11.7cm from the tip. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and one leak was detected on the membrane approximately 1.5 cm from the rear seal measuring 0.064cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcified plaque during counterpulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
Email from the sales representative dated (B)(6) 2012: the nurse manager of the cticu left a message saying that a fidelity iab ruptured in a patient last night. The nurse did not leave any other information about the problem. The nurse said he would like a bag sent to him to return for inspection. The territory manager tried to reach out to the nurse twice to get more info but he is gone for the day. Please send him a kit for return to the manufacturer.